Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). Patient was on excor system from (B)(6) 2019 to (B)(6) 2019 (12 days). Adverse event term: ischemic cva.

Event description:
The site contacted berlin heart inc. On (B)(6) 2019 to report a patient supported on the excor blood pump had a ischemic cva and died on (B)(6) 2019. On (B)(6) 2019, the patient was found to have left sided weakness and small fibrin strands were noted in the pump support. No intervention could be done due to patient size. Overnight, patient developed a fever and decompensated requiring reintubation. On (B)(6) 2019, patient became less responsive and on (B)(6) 2019, the parent's chose to withdraw. The patient had a berlin heart cannula implanted on (B)(6) 2019 with pedimag pump. Patient was then converted to the berlin heart pump on (B)(6) 2019.